Manufacturer narrative:
A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the reported complaint. The lot passed all release criteria.

Event description:
A facility clinic manager reported during hemodialysis (hd) treatment there was an internal blood leak inside of the dialyzer. The effluent ports tested negative for the presence of blood. The patient was moved to another machine for the remainder of the treatment and given a new setup. The clinic manager stated that the blood was not returned to the patient prior to moving. Additionally, the clinic manager stated that they did not experience any other issues from dialyzers from that lot. The dialyzer used was not dropped and was completely sealed prior to use. Additional follow-up revealed no patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient was able to complete treatment with new supplies on another machine. The clinic manager stated the dialyzer was discarded and was no longer available for evaluation.